Event description:
On (B)(6) 2014, the manufacturer was verbally informed about an adverse event, without any other specific detail. All the details have been formally received on (B)(6) 2014, that was considered the awareness date of this case. Here the description of the event: on (B)(6) 2014, there was a revision surgery with loosening of the evolis femur and tibia. All implants were explanted. We have been also informed that this was a second revision, while a first one - never reported was performed on (B)(6) 2013 with a replacement of the tibia only, due to mobilization of the tibia. Ref MFR #: 3005180920-2014-00140.